Event description:
It is alleged that, "the pt underwent total knee replacement surgery in 2008." It is further alleged that, "for several months subsequent to having the system installed, the patient experienced excruciating unrelenting pain. It was further alleged that, "in 2008, revision surgery was performed on the pt right knee at medical center.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.